Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis with a damaged rear housing. Visual and functional testing was performed. The customer's reported problem was unable to be duplicated. The technician inspected the pump and it able to power up with new battery. The device passed all functional tests. Further investigation of the pump determined that the device is working properly. Therefore, no problem found with the issue.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump powers off randomly. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information received on complaint cadd ms3 pump randomly shuts off. A 12 year old male with the date of birth (B)(6) 2008 and initials lh did not receive any harm on the date of event, which was (B)(6) 2019. This file remains malfunction reportable.

Event description:
Additional information received and will be updated in h -10.